Manufacturer narrative:
H3: product analysis found that there is no fault found in the device. H6: the previously applied fdm b17, fdr c20, fdc d1102 and img g02005 are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cm01, serial #: (B)(6). H6: the previously applied fdm b17, fdr c20, fdc d1102 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that, device displayed emg monitoring disabled error message.

Manufacturer narrative:
H6: the applicable codes are fdm b17, fdr c20, fdc d16 and img g02030 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H6: the applicable codes are fdm b17, fdr c20, fdc d16 and img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively, the nim device measures electrode signal even though the probe is not connected to the patient. Setting the sensitivity limit does not help. There was no patient impact.

Event description:
Additional information received that, the issue was not resolved though multiple effort to reposition and turn on/off. They changed the system to a second console, which worked fine. There is no electrosurgical unit used in this event.

Manufacturer narrative:
H6: the previously applied code fdc d16 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H6: the previously applicable code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.